Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the behavior described was the intended behavior of the software. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the procedure was a lumbar procedure. It was reported that the network cable was not connected properly. The site successfully re-spun. There was no reported impact to patient outcome. There was a reported delay to the procedure of 5 to 10 minutes due to this issue.

Manufacturer narrative:
Patient information was unavailable. Other relevant device(s) are: product ID: 9735740, serial/lot #: unknown, ubd: unknown, UDI#: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that intra-operatively, the exam transferred to the navigation system but they were unable to proceed to navigation. Technical services (ts) recommended checking to see if there was a nav tag on the 3d spin. It was reported that there was no nav tag present.